Event description:
It was reported that the original user of the dreamstation 2 device passed away. There was no allegation that the device contributed to the death. The device was then gifted to the deceased user's nephew who reported that the device would no longer power on when plugged in. There were no reports of medical intervention. Additional information is being requested regarding the details of the reported death. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.